Manufacturer narrative:
Results: death, no device received for evaluation. (B)(4).

Event description:
It was reported that the physician was attempting to treat lesions located in the lad and rca. There was no calcification, no tortuosity and 'easy vessels' reported. The physician implanted 2 endeavor resolute rx drug eluting stents successfully to treat the lesions. No difficulties were noted during the deployment of the devices. The patient was reported to have suffered slight chest pain post procedure. Two days post procedure the patient underwent an emergency pci and an integrity bare metal stent was implanted. The patient was reported to have died. The physician commented that the death was caused by stent thrombosis of the two endeavor resolute stents. Patient has no medical history of thrombotic events.